Manufacturer narrative:
(B)(6).

Event description:
It was reported that a device fracture occurred. The 95% stenosed target lesion was located in the mildly tortuous and mildly calcified vessel. A 190cm filterwire ez was selected for complex percutaneous transluminal angioplasty (pta). However, during preparation, it was noted that the filter net was trapped. While the physician manually removed or opened the filter net, a fracture was noted around the spinner tube. The physician used another filterwire and went through the same preparation method, and the procedure was completed successfully. No patient complications were reported.